Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was asymptomatic when presented for followup in clinic the right ventricular lead exhibited noise. The physician decided to reprogram the sensitivity and the patient would continue to be monitor.